Event description:
It was reported that the patient's trach had dislodged and the patient went into cardiac arrest. CPR was started, 911 was called, the patient was taken to the hospital and is in the ICU. The ventilator had an audible alarm when the reported event occurred.